Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "upon folding lens, operator was unaware of haptic break before inserted into patient's eye". Another back up lens was implanted and removed due to broken haptic. Another surgeon took over this case, the original incision was enlarged, another back up lens was implanted with no issues. Sutures were required. The physician indicated that the likely cause of the iol damage was loading error. This report pertains to the second lens implant attempt.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found that the lens was torn in half. 1 haptic was torn off the optic. The optic was torn in half. Only one half of the lens was received. Functional testing can not be performed due to the condition returned. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.